Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check lines and bags alarm during the prime on the homechoice machine(hc). The home patient(hp) stated that she changed out the cassette, but not the solution bags. The technical service representative (tsr) advised the hp to start over with all new supplies. There was patient involvement; however, there was no injury or medical intervention reported.